Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure the physician had difficulty tracking the left ventricular (lv) lead over the guidewires. Several combinations of leads and guidewires were attempted, to no avail. The cause was attributed to the patient's very tortuous and tight venous anatomy. As such, the lv port of the device was plugged and the patient was to be scheduled for an epicardial lv lead. The guidewire will not be returned. No adverse patient effects were reported.